Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), uterine perforation ('perforation (other) please describe and state the location of the perforation: found in total hysterectomy/perforation-uterus/migration of essure device location of device: uterus'), device dislocation ('migration of essure \wires were poking through to other parts as they had migrated and it was a very dangerous removal.'), seizure ('seizures/passing out'), loss of consciousness ('seizures/passing out') and polycystic ovaries ('multiple ovarian cysts') in a 42-year-old female patient who had essure (batch no. 794895) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". The patient's medical history included menometrorrhagia and overweight. Previously administered products included for an unreported indication: yaz, ortho cyclen and ovcon 35. Concurrent conditions included muscle pain, joint pain, debris, bone shedding, endometrial polyp, follicular cyst of ovary and nabothian cyst. Concomitant products included baclofen (relofen), chondroitin;glucosamine (triflex), docusate sodium, ibuprofen, ondansetron, oxycodone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced polyp ("polyps") and was found to have uterine leiomyoma ("fibroids"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced molluscum contagiosum ("rashes or skin condition-molluscum contagiosum"). In (B)(6) 2013, the patient experienced seizure (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2013, the patient experienced loss of consciousness (seriousness criterion medically significant) and polycystic ovaries (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), breast pain ("hormonal changes/hormonal changes describe: breast pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and menstruation irregular ("irregular bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ophorectomy(one side removal of ovary), total laparoscopic hysterectomy left salpingo-oophorectomy,cystoscopy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, uterine perforation, device dislocation, seizure, loss of consciousness, polycystic ovaries, abdominal pain, back pain, vaginal haemorrhage, dysmenorrhoea, breast pain, migraine, headache, nausea, weight increased, fatigue, polyp, uterine leiomyoma and molluscum contagiosum outcome was unknown and the pelvic pain and menstruation irregular had resolved. The reporter considered abdominal pain, back pain, breast pain, device breakage, device dislocation, dysmenorrhoea, fatigue, headache, loss of consciousness, menorrhagia, menstruation irregular, migraine, molluscum contagiosum, nausea, pelvic pain, polycystic ovaries, polyp, seizure, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy-date(s) of insertion: (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain,back pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2019: pfs received: event hormonal changes updated to breast pain. New reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), uterine perforation ("perforation (other) please describe and state the location of the perforation: found in total hysterectomy"), device dislocation ("migration of essure \wires were poking through to other parts as they had migrated and it was a very dangerous removal."), seizure ("seizures/passing out"), loss of consciousness ("seizures/passing out") and polycystic ovaries ("multiple ovarian cysts") in a 42-year-old female patient who had essure (batch no. 794895) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". The patient's medical history included menometrorrhagia and overweight. Previously administered products included for an unreported indication: yaz, ortho cyclen and ovcon 35. Concurrent conditions included muscle pain, joint pain, debris, bone shedding, endometrial polyp, follicular cyst of ovary and nabothian cyst. Concomitant products included baclofen (relofen), chondroitin;glucosamine (triflex), docusate sodium, ibuprofen, ondansetron, oxycodone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced polyp ("polyps") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2012, the patient experienced molluscum contagiosum ("rashes or skin condition-molluscum contagiosum"). In 2013, the patient experienced seizure (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant) and polycystic ovaries (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and menstruation irregular ("irregular bleeding") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ophorectomy(one side removal of ovary), total laparoscopic hysterectomy left salpingo-oophorectomy,cystoscopy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, uterine perforation, device dislocation, seizure, loss of consciousness, polycystic ovaries, abdominal pain, back pain, vaginal haemorrhage, dysmenorrhoea, hormone level abnormal, migraine, headache, nausea, weight increased, fatigue, polyp, uterine leiomyoma and molluscum contagiosum outcome was unknown and the pelvic pain and menstruation irregular had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, loss of consciousness, menorrhagia, menstruation irregular, migraine, molluscum contagiosum, nausea, pelvic pain, polycystic ovaries, polyp, seizure, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discremptency-date(s) of insertion: (B)(6) 2011, (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain,back pain, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), device dislocation ("migration of essure\wires were poking through to other parts as they had migrated and it was a very dangerous removal."), uterine perforation ("perforation (other) please describe and state the location of the perforation: found in total hysterectomy"), seizure ("seizures/passing out"), loss of consciousness ("seizures/passing out") and polycystic ovaries ("multiple ovarian cysts") in a (B)(6) year-old female patient who had essure (batch no. 794895) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation nos". The patient's medical history included menometrorrhagia and overweight. Previously administered products included for an unreported indication: yaz, ortho cyclen and ovcon 35. Concurrent conditions included muscle pain, joint pain, debris, bone shedding, endometrial polyp, follicular cyst of ovary and nabothian cyst. Concomitant products included baclofen (relofen), chlorzoxazone;diclofenac sodium;paracetamol (triflex), docusate sodium, ibuprofen, ondansetron, oxycodone and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced polyp ("polyps") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2012, the patient experienced molluscum contagiosum ("rashes or skin condition-molluscum contagiosum"). In 2013, the patient experienced seizure (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant) and polycystic ovaries (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue") and menstruation irregular ("irregular bleeding") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (oophorectomy(one side removal of ovary), total laparoscopic hysterectomy left salpingo-oophorectomy,cystoscopy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, device dislocation, uterine perforation, seizure, loss of consciousness, polycystic ovaries, abdominal pain, back pain, vaginal haemorrhage, dysmenorrhoea, hormone level abnormal, migraine, headache, nausea, weight increased, fatigue, polyp, uterine leiomyoma and molluscum contagiosum outcome was unknown and the pelvic pain and menstruation irregular had resolved. The reporter considered abdominal pain, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, loss of consciousness, menorrhagia, menstruation irregular, migraine, molluscum contagiosum, nausea, pelvic pain, polycystic ovaries, polyp, seizure, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy-date(s) of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain,back pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs received: lot no. Was added. Case become valid since previous event injury nos was replaced with new events: vaginal bleeding, menorrhagia,device breakage, dysmenorrhea, fatigue, hormonal imbalance, migraines ,headaches,migration of essure, nausea, pelvic pain, perforation: found in total hysterectomy, seizures,weight gain, multiple ovarian cysts, polyps, fibroids, back pain, abdominal pain, medical device monitoring error, molluscum contagiosum, menstruation irregular were added. . Reporters were added. Patient's demographics was added. Concomitant condition & drugs were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.